Event description:
The customer reported to customer service that the battery pack for the pump were getting hot. The customer also stated that they took the pump to a rental station and the clerks finger was burnt. While customer service had the customer on hold, the customer hung up.

Manufacturer narrative:
Attempts to contact the customer back to obtain add'l info and the product back for testing/analysis were unsuccessful. No info on the rental station or clerk whose finger was burnt was available for further follow up. The customer responded asking that we no longer contact them, therefore, we are unable to obtain info on if the customer required medical attention for the burn. The product involved in the complaint was not returned for eval/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed at that time.